Manufacturer narrative:
This report is submitted on october 01, 2019.

Event description:
It was reported that the electrode array was found partly positioned outside of the cochlea; subsequently the patient underwent revision surgery on (B)(6) 2019 to re-position the electrode array.